Event description:
A surgeon reported that he regularly observes a filaments in the anterior chamber during surgery. The surgeon suspects that the filaments come from a component of the custom pak. In some cases, the surgeon could remove the filament during the initial surgery. In two or three pts, the filaments was not removed during initial surgery and remained in pt's eye. According to the surgeon, no secondary surgery is necessary because the foreign bodies are inert. There was no harm to pts. There were no signs of inflammation or infection. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).